Manufacturer narrative:
(B)(4). Results of investigation: vyaire medical was able to verify the customer's reported issue during testing and evaluation. Visual inspection revealed a damaged o2 blender module had a missing screw and a damaged screw. Bench testing determine that due to this conditions, the o2 port was unable to fully engaged onto the o2 blender block which caused the leaks. Vyaire medical replaced the o2 blender module to address the reported issue.

Event description:
It was reported to vyaire medical that the unit leaks oxygen when connected to a high pressure o2 source. There was no patient involvement associated with this reported issue, this occurred during setup.